Event description:
It was reported the pt no longer had stimulation, and could not communicate with the ipg using the external devices. Follow up identified the pt had fallen multiple times, including a fall from a five foot high porch. It was suspected maybe the ipg was damaged or had flipped in the ipg pocket.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.